Event description:
Consumer reported complaint for hi blood glucose test results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer declined to provide any further information. Meter serial number and test strip lot number were not provided.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer unable to contact customer to ensure the initial concern is resolved - customer did not provide contact information.